Event description:
The lay reporter contacted lifescan (lfs) (B)(4) on (B)(6) 2012, alleging inaccurate high readings on the patient's one touch verio iq meter. The lay reporter contacted lifescan (lfs) (B)(4) on (B)(6) 2012, alleging inaccurate high readings on the patient's one touch verio iq meter. A medical surveillance specialist (mss) sent follow up questions and the customer service advocate (cca) was able to speak to the patient and obtained the following information: the patient mentioned that he visited the lab on (B)(6) 2012 and compared his meter reading to the lab. He had tested on his meter after going to the lab and obtained a result around 8.5 mmol/l ( 153 mg/dl) . Readings were done within 10 minutes from one another. On (B)(6) 2012, he was told that his lab reading was 6.2 mmol/l (111 mg/dl). The patient was advised by the technician at the lab advised the patient to "take away 2 points from his reading to adjust his insulin since that was what the meter was different from the lab". Patient started to "take away 2 points" starting on (B)(6) 2012. He claimed sometime in (B)(6) 2012, around 12:00-12:30 pm, he tested around lunch time and obtained either an 8.4 mmol/l or 8.5 mmol/l. The patient then took 20 units of novorapid insulin (usual dosage at lunch) and a couple of hours later he developed symptoms of feeling sweaty. He then drank 1/2 of a mini can of coke and did not contact his physician for assistance. He tested after self-treatment and obtained a result of "8 something". The test strip vial was not cracked or broken. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The product was replaced. The result from the meter to lab falls within the b zone of the consensus error grid. The complaint is being reported since the patient alleged that due to the alleged high readings, he took insulin and later developed symptoms of feeling sweaty and had to self-treat with coke.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the alleged complaint was not reproducible. The retain test strips were tested and they passed testing with no faults found on (B)(4) 2012. A DHR (device history record) was completed for this product on (B)(4) 2012 and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.